Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During set up for a cardiopulmonary bypass procedure, it was reported that the occluder head would not calibrate. There were no adverse consequences to the patient as a result of this event.